Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an infection at the implantable pulse generator (ipg) site. It was also reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing resulting in a mode switch, and a lead impedance alert. The ra lead, right ventricular (rv) lead, and ipg remain in use. No further patient complications have been reported as a result of this event.